Event description:
It was reported that the adult paddle plate fell off of the hard paddles assembly. This would not allow the hard paddles to have the ability of delivering defibrillation therapy. The issue was found during training and there was no pt use associated.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the adult paddle plate adaptor for the hard paddles assembly. The damaged/broken adult paddle plate adapter has been disposed of. The device will not be returned to physio-control for eval.